Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 54 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with food. Troubleshooting was provided for low blood glucose. No issue was found. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error/defect noted during testing.(B)(4).